Manufacturer narrative:
H.6. Investigation: two samples were provided to our quality team for investigation. The product was visually inspected and no damage or defects were observed on the connector body or luer threading. A device history review was performed for lot 2003103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. All records were reviewed for the reported lot and results were found to be acceptable. Functional evaluations were performed on the two returned samples along with four retained connector samples from lot 2003103 were inspected, all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to the connector or our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the access tubing and leaked doxo chemo. The following information was provided by the initial reporter: "connector c35-0 disconnected from the access tubing during the infusion and created a 10ml spill of chemo doxo."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the access tubing and leaked doxo chemo. The following information was provided by the initial reporter: "connector c35-0 disconnected from the access tubing during the infusion and created a 10ml spill of chemo doxo".